Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found there was an anomaly in the eeprom and the integrated circuit had a mud cracking residue anomaly. When the ins was received for analysis and interrogated with an 8840 programmer, it showed the ¿invalid settings have been detected¿ message. After pressing the okay button it said that the battery had been completely discharged and battery capacity was reduced. The okay button was pressed and it went to the message ¿invalid data have been detected. All screening and session history will be cleared.¿ this caused all the settings to be cleared. After reprogramming the ins, every 8840 interrogation would do the same thing and all the settings would be cleared. The cause of the failure was due to a fault in the u2 electrically erasable programmable read-only memory (eeprom) integrated circuit (ic). Also, mud cracking residue (mcr) was observed during optical inspection.

Event description:
It was reported than an implantable neurostimulator (ins) overdischarge was confirmed. It was noted that this was the patient¿s first overdischarge. It was further noted that a physician mode recharge (pmr) successfully reset the device. It was noted that a power on reset (por) with error code ¿0x0¿ occurred. It was further noted the por was successfully cleared. It was noted that reprogramming was done. The reporter stated the ins was newly implanted. The reporter further stated there was no communication possible with the clinician programmer or patient programmer. It was noted the patient did not have any symptoms or complications associated with this event. It was further noted the patient status was alive with no injury. Additional information received reported the ins depleted prematurely. It was noted the ins was overdischarged. It was further noted that this was the second overdischarge. The reporter stated that a por with error code 0,0 occurred. The reporter further stated that a pmr successfully reset the device and the por was cleared. It was noted that impedance testing and reprogramming was done. It was further noted the ins was explanted and the patient was hospitalized. It was noted that there were no patient symptoms or complications associated with this event. It was further noted that the patient status at the time of this report was alive with no injury. The reporter stated the patient was implanted with a different ins. Additional information received reported the manufacturing representative confirmed that they telemetry was unable to be established with the patient programmer, recharger, or clinician programmer. It was noted the manufacturing representative initiated a full prm session which worked. It was further noted the hospital planned the revision and the device would be returned to the manufacturer once explanted. It was noted that on (B)(6) 2014 the ins was not in overdischarged and the manufacturing representative had difficulties with telemetry, but they were able to get telemetry. It was further noted the ins was reprogrammed. The reporter stated the ins was on por with an error code of 0,0 and not in an overdischarged state. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.